Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the equipment in the manufacturer's lab and the reported event was confirmed. The white power cable was maneuvered and a yellow battery alarm became active. The white power cable was then stripped at the connector end revealing broken inner conductors. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing a yellow battery alarm with charged batteries. In clinic the patient's system controller was connected to both the patient's power module and the hospital's power module and they suspected that the black power lead may have shorted both units. The system controller was exchanged with another system controller and no further problems were reported.